Manufacturer narrative:
It was reported that the impactor handle and keel punch broke during surgery resulting in a crack in the patient's femur. The f2/ f3 jig locking mechanism cracked and broke off during the case prep as well. Use of a universal femoral impactor tool was utilized to impact the femur and vice grips were used to remove the keel punch. The surgery was completed successfully. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the impactor handle and keel punch broke during surgery resulting in a crack in the patient's femur. The f2/ f3 jig locking mechanism cracked and broke off during the case prep as well. Use of a universal femoral impactor tool was utilized to impact the femur and vice grips were used to remove the keel punch.